Event description:
Subsequent information was received: the access site was in the left common femoral artery using a 6f sheath.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported a proglide was attempted to be used but failed due to cuff miss. Hemostasis was successfully achieved with manual compression. There was no report of adverse patient sequela. There was no report of clinically significant delay in the procedure.